Event description:
It was reported that (2) tvc55 were used during an unknown procedure. It was reported by the rep that the staplers would not fire. Opened another device to complete the case. There was no consequence to pt.